Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the apical coring knife was dull. The surgeon had difficulty coring but was eventually able to core out the apex of the left ventricular cavity. The patient was not harmed. There were no complications, and the pump was implanted successfully. The coring knife was returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed damage to that could have potentially contributed to the reported event of the knife being dull. The coring knife was returned with the protective cap over the cutting end. The coring knife was in used condition with rust present on its external body as well as the internal and external surfaces of the cutting edge which appeared consistent with prolonged fluid contact following use. Initial visual inspection of the blade revealed no obvious areas of damage and irregularities along the cutting edge. Microscopic inspection of the coring knife was performed revealed the multiple blade edge had multiple imperfections, consisting of minor chips, rollovers, and burrs. These imperfections appeared to have the potential to contribute to a cutting issue. A cut test was performed with the returned coring knife and a foam sheet. Additional effort (more force and turns) was required in order for the knife to through the material compared to the control coring knife. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event. The device is included in the apical coring knife unable to cut advisory issued by abbott on (B)(6) 2023.

Event description:
It was additionally reported that there was no delay in surgery.